Event description:
It is reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.

Manufacturer narrative:
Eval summary: it cannot be confirmed that the implanted devices are zimmer components. No info was provided to indicate what the alleged condition is and how it may be a device-related event. Cause cannot be definitively determined. Eval codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.